Manufacturer narrative:
Device label code for f10. Position 1: 1701. Device label code for f10. Position 2: 1738. Evaluation summary: the staged guidewire was received for evaluation with blood noted on the exterior of the device. Visual examination revealed the wire to be kinked at three locations in the j-tip area. Probably cause of difficulty: based on the condition of the returned guidewire and the reported difficulty, it is possible that the wire kinked during insertion into the patient. The subsequent damage to the wire have occurred when the wire was removed. It is possible that the kinked portion of the wire got "hung-up" on the end of the angiographic needle during removal. Removing the wire from the needle may haved caused it to become damaged.

Event description:
Another guidewire was used without incidence. Event complications. Unk -reported 12/4/96; none - reported 2/10/97. Patient's current status: expired on 12/4/96.